Event description:
Hospital ep lab personnel were performing a study on a patient connected to the device with disposable defibrillation/ECG electrodes. The patient's rhythm converted to ventricular tachycardia vs. Ventricular fibrillation and the device charged to 200 joules. According to the reporter, the device did not transfer energy to the patient and the service icon lit. The opinion that the device did not transfer energy was based on the operator's statement to the reporter that no transfer sound was heard. The reporter further stated that the device was again charged but that the device again did not transfer energy to the patient. Power was cycled to the device and it subsequently operated properly and no adverse affects to the patient were reported as a result of the alleged malfunction.